Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 564mg/dl on (B)(6) 2017 which was treated with quick novolog. Customer¿s current blood glucose was 160mg/dl and blood glucose at time of incident was 600mg/dl. Customer was wearing insulin pump at time of hospitalization. Drive support was appear to be normal. Insulin pump will not be return for analysis.